Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 2020-10-26. Investigation summary: bd received 1 photo depicting empty glucose tubes along with 20 samples for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was performed, and this is the only complaint received on this lot number for the reported defect. The anticoagulant in the bd glucose tube may give the appearance of slight to moderate hemolysis. There are available references in the literature regarding glycolytic inhibitors and this reported condition, including that hemolysis has no clinically significant effect on the analytical results of these sample types.

Event description:
It was reported that after use with a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes hemolysis occurred in samples for glucose and blood count. The patient impact was not reported. The following information was provided by the initial reporter, translated from japanese to english: this is a report about hemolysis of samples in tubes. According to the report, hemolysis occurred in tubes for glucose and blood count. This customer is a regular user of bd products and there seems to be no problem with manipulative techniques.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes hemolysis occurred in samples for glucose and blood count. The patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about hemolysis of samples in tubes. According to the report, hemolysis occurred in tubes for glucose and blood count. This customer is a regular user of bd products and there seems to be no problem with manipulative techniques.